Event description:
It was reported that the port on the side broke. No additional information.

Event description:
Three attempts have been made for additional information with no response received.

Manufacturer narrative:
Other text: device was returned with a damaged input/output label, bent front panel, and a cracked battery cover. Visual inspection on the patient output threads was performed, and stability of a new patient output connector was tested. Twisting action over time may have cause the outlet connector to become fully removed. Damaged components were replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown. Three attempts have been made for additional information with no response received. (Updated b1)